Event description:
It was reported that the unit experienced error messages. It was further reported that an unnatural or electrical odor emitted from the unit. Further, the unit continued to show error messages after being turned off and on.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.